Manufacturer narrative:
Device is an instrument. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number provided could not be verified. (B)(4). Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the hollow drill of the dedicated device used for harvesting of autografts, the t-handle part came off when was removed. The welded part of the t-handle comes off. It was reported that the hollow drill was removed with a pliers at the operation site. After that, the harvesting of autografts was done without problem using an extractor. It was reported that about 10-minute prolongation happened, the operation was completed without a severe impact on the patient. This is report 1 of 1 for complaint (B)(4).